Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Lot number is unknown. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number was provided. Placeholder.

Event description:
The patient reportedly underwent revision surgery to remove the synex ii central body cage and two synex ii endplates due to infection, loosing, breakage and implant migration on (B)(6) 2013. The patient had undergone surgery to remove competitor screws and rods approximately two weeks prior to this date. It was noted during the surgery that the superior endplate which was still attached to the cage but the inferior endplate was not attached and a piece of it had broken off into the patient. The patient reportedly lost a large amount of blood during surgery and the implants were lodged deep in the spine. Surgical time was reported as approximately three hours. The implants and the broken endplate piece were successfully removed. The surgeon stated that the patient had osteomyelitis and a life-threatening infection, so at this time, there was no plan to re-instrument the patient until the infection had cleared up and the best treatment option for the patient could be determined. The case had originally been reported to synthes on (B)(6) 2013. The patient had originally been implanted with a synex ii cage, associated synex hardware of unknown part and lot numbers and competitor screws and rods on (B)(6) 2008. X-rays taken on (B)(6) 2013 and follow-up examination on an unknown date indicated displacement of the synex ii, separation of the inferior synex ii plate and possible infection at the surgical site. A colostomy needed to be performed before the revision surgery could be scheduled. This report is for one, ti med synex(tm) ii endplate 5 deg/22mm x 25mm. This report is 2 of 3 for complaint (B)(4).